Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the diluent buffer chamber (vc330), resolving the leak. The white blood cell (wbc) bath was also replaced to resolve the intermittent wbc voteouts. The fse also reported that he replaced the single tube processing module (stpm) as part of incidental service. One failure mode was related to the wbc bath and another failure mode was attributed to vc330. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a diluent leak of approximately 10 ml from the diluent buffer chamber on the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer was performing a routine maintenance of the instrument when the leak was reported to the field service engineer (fse). The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this incident and there was no change to patient treatment.